Manufacturer narrative:
The insulin pump alarmed during the rewind due to a cracked motor flex cable. The displacement test, basic occlusion, occlusion, prime and excessive no delivery tests and operating currents test could not be performed due to the error alarm. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported by the customer's mother that the customer had a no delivery alarm occur with their insulin pump. Customer's blood glucose level was not reported. Product is being replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.